Event description:
It was reported that the user awoke with a blood glucose of 400 mg/dl and found the infusion connector was not tightened, after which the user changed the infusion supplies and contacted support; replacement supplies were arranged, and the user planned to transition to backup therapy if the new infusion site did not function correctly. Symptoms included hyperglycemia. Outcomes included transient disruption to therapy requiring troubleshooting and shipment of replacement supplies. Investigation included customer interview and troubleshooting. Investigation of this case revealed an infusion set connection issue that likely impaired insulin delivery. It was concluded that the event was consistent with hyperglycemia due to unclear cause related to infusion setup or connection integrity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.